Event description:
Boston scientific crm received information that this device had 615 episodes of ventricular tachycardia. The available electrograms appeared to be noise that was oversensed. No adverse patient effects were noted.

Manufacturer narrative:
This lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.